Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: during investigation, there was no damage or peeling to the keypad. The ok, contrast, up and down keys responded intermittently to user presses. The keypad was removed and there was contamination found under all the key contacts. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad and between the bumper pad and top. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.